Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the battery compartment and the battery cap were damaged and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 9/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/17/2016 with the following findings: the battery cap was not returned with the pump therefore the investigation could not confirm the part of the initial complaint alleging that the battery cap was damaged. A test battery cap was used to complete the investigation. During visual inspection of the pump, it was observed that the battery compartment was cracked which confirms that allegation from the original complaint. There was also visible moisture corrosion observed in the battery compartment. A leak test was performed and failed due to the battery compartment crack. The pump was opened pump and there was no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.